Event description:
Dealer states the user ran over something and broke the caster wheel.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.